Event description:
Information was received indicating that a smiths medical bivona silicone tracheostomy silicone tube's cuff was not inflating properly and was rupturing on one side. The patient's saturation was going down during use. A trach change out was done.